Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tunneler plastic tip broke off during use. Qa interprets this to be the conical tip. Maquet sales representative contacted the r.n. Who reviews all operating room incidents. This account will not provide the following information to maquet: did the piece break off into the patient, how was the procedure completed, was there any patient effect, and who was the surgeon in attendance. However, he did say that if there had been patient effect, they would not have returned the product to maquet. As a result, this incident will be filed as a serious injury with assumption there was surgical intervention to remove the conical tip piece from the patient and patient status is unknown.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device in 2009. The visual inspection showed that the cone (tip) of the dissection tip was detached from the juicer. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received.